Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.3cm in diameter abdominal aortic aneurysm. The proximal aortic neck diameter measured 21-20mm in diameter along a 20mm in length. The aortic neck was severely angulated at approximately 90 degrees. It was reported that after the bifurcate (25mm) was implanted in the severe tortuous proximal aortic neck (exceeding 90 degrees) just below the renal artery, a proximal type I endoleak was present. 2.5 stents of the bifurcate were covered on the constricted site but type ia endoleak was slightly noted from the lesser curvature (the left wall). Touch-up was performed via the right and left approach but the endoleak persisted. An endurant ii cuff (25 mm) was implanted and touch-up was performed however, the type ia endoleak remained. As the endoleak was minor, the physician completed the procedure. Per the physician, the cause of the event was due to the severe aortic neck angulation. No additional clinical sequelae were reported and the patient is being monitored by their physician.